Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient's ipg is sticking out from the pocket site and is very uncomfortable and tender. Patient is not having difficulty charging and reports her stimulation coverage is unchanged. Patient denied injury. Rep was planning to meet patient at her next appointment to interrogate. Patient was scheduling appointment with implanting physician. Patient's weight was asked but unknown. The issue was not resolved, hcp had no further information, and no surgical intervention was planned at the time of the report. Additional information received from the manufacturer representative reported that the cause of the issues was that the implant had become loose in the pocket. All impedances were within normal limits and the patient was not having difficulty charge and was getting good coverage of her pain. The patient was scheduled for a pocket revision and a date had not yet been set.